Event description:
Treatment of an arteriovenous malformation (avm). During onyx injection, it was reported that the ultraflow burst after a pause of approximately two minutes and was removed from the patient. No injury was reported with the patient as a result of the procedure. Same as MDR # 2029214-2013-00042.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).